Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunctions found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, that the subject device had multiple white dots visible in image, cable watertight defect, charged coupled device (ccd) had a watertight defect. There was no reports of patient involvement.